Manufacturer narrative:
Evaluation results: patient morphology (90% stenosis with severe calcification). Inherent risk of procedure ( failure to deliver the stent and stent deformation). Stent deformation. Evaluation conclusion: lesion morphology (90% stenosis with severe calcification). Inherent risk of procedure ( failure to deliver the stent and stent deformation). (B)(4).

Event description:
It was reported that the physician was attempting use a 3.0mm diameter x 22mm length resolute integrity drug eluting stent to treat a lesion located in the lad proximal with 90% stenosis and severe calcification . It was reported that pre-dilatation was performed twice using a 12.5 x 15mm balloon . The physician could not pass the lesion with the resolute integrity stent and when withdrawn it was noted that the shaft of the stent was kinked. The physician dilated the vessel again and proceeded to use another 3.0mm diameter x 22mm length resolute integrity drug eluting stent but failed to cross the lesion with this device also and upon removal the stent was noted as damaged. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the hypotube was kinked 19.2cm distal to the strain relief. The 4th distal segment was partially flattened. A number of struts on the segment were deformed.